Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00354. It was reported the patient¿s leads migrated. In turn, surgical intervention took place on (B)(6) 2019 wherein the leads were repositioned. Therapy was reportedly restored postoperatively.